Event description:
A past high blood glucose (bg) event was reported by the customer, with the specific value indicated as "high." To resolve the high bg, the customer administered a correction bolus via pump and multiple daily injections (mdi). Technical support recommended the customer consult with a healthcare provider to discuss potential factors influencing bg levels, and the caller agreed to this advice. The case was then closed by technical support.